Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in slovenia. It was reported that the patient faced redness at the previous site of application of produodopa in the abdominal area. Antibiotic treatment with amoxicillin had been initiated. No further information available.